Event description:
It was reported that this brady lead was explanted due to unknown reason. A new lead was successfully placed with different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This lead was only explanted as the patient had an undergone open surgery. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was explanted as the patient had an open surgery. There was no issue with the lead. The cardiac surgeon chose to reimplant epicardial leads to avoid this lead going through the patient's valve. A new lead was successfully placed with different model. No additional adverse patient effects were reported.